Event description:
Implant was explanted due to inadequate osteointegration. Infection and a heavy bite was noted. The pt wore a full maxillary denture during the healing phase. This is the same pt as reported in MFR report numbers; 2029012199600043, 2029012199600045 and 2029012199600046.